Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, while the microknife rx 3l needle knife was being used in the ampulla, approximately a few seconds after pressing the pedal to apply current through the device, the needle tip broke off into the patient's duodenum. The physician attempted to retrieve the detached needle tip using forceps and basket; however, it could not be retrieved. The detached piece was left inside the patient and the procedure was completed with a different device. It was reported that there was no plan to go back with another procedure to remove the unretrieved piece. Post-procedure, when the patient woke up, the patient reported anxiety after being informed about the unretrieved detached piece. No interventions were reported to address the patient's anxiety.